Manufacturer narrative:
One device was returned for analysis. Review of the event history log showed a watchdog alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the printed circuit board (pcb). As a result, the pcb was replaced, and the worm coupling and clutches were also replaced as preventive. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a watchdog error. There was no patient involvement.